Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump¿s history showed cs 078 call service alarms. During testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.